Manufacturer narrative:
Results: 1. Sem imaging was acceptable, sla surface treatment was confirmed. 2. Box dimension 4, length of the fixture, was found to be out of tolerance by 0.02mm (too short) based on product drawings provided by the design developer. The design developer, recently confirmed that the boxed dimensions on the product drawing are specifications for product prior to surface treatment (sla). The post surface treatment results in a loss of external dimension of up to 1%. Based on this revised specification, the length dimension is within specification. Dr. The design developer, confirmed that a shortening of length by 0.02mm (0.0008 inches) is not clinically significant and would not result in failure to integrate. Conclusion: based on inspection and test results, the returned product is within specification. There was no specific cause identified for the failure to integrate.

Event description:
Product was returned as implant failure at 4 months. Based on the report, patient's medical history was described as hypertension and oral hygiene, and bone condition was described as moderate. Doctor also indicated that the implant was removed, because of non integration.